Manufacturer narrative:
Qn# (B)(4). The customer returned (B)(4) unit of 528135 visistat 35r (B)(4) for investigation. The returned sample was visually examined with and wi thout magnification. Visual examination of the returned stapler revealed that the first two staples in the returned sample appear misaligned. The stapler was returned with (B)(4) staples left in the cover block. Signs of use in the form of biological material was observed on the returned stapler. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The first staple was able to properly form but was unable to release from the device. The trigger was engaged two more times with the same result. The device was disassembled, and a buildup of biological material was discovered within the device. The stapler was cleaned out; however, the staples still did not release. The anvil of the actual returned sample was put into a lab inventory stapler. Two staples released properly. The anvil of a lab inventory stapler was put into the actual stapler. Two firing attempts were made, but the staples would not release. This process was repeated for the forming tool and spring components with the same results. All three lab inventory components were put into the actual returned stapler. Two firing attempts were made, but the staples would not release. The returned stapler was reassembled, and the staples still would not release properly. The sample was sent to the manufacturing site for further evaluation. However, it could not be determined what caused the staples to misalign and fail to release. Reference attached file tecate_investigation_tc1900088761 for the manufacturing site investigation. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The root cause of this issue could not be determined; therefore, no corrective actions are warranted. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the staples were able to properly form but were unable to be released from the device. The device was disassembled, and a buildup of biological material was discovered within the device. The stapler was cleaned out; however, the staples still did not release. The anvil, forming tool, and spring were all switched out individually and together between a lab inventory stapler and the actual returned stapler. In all configurations, the returned stapler would not release staples. The returned stapler was also reassembled, however, it still would not release staples. The sample was shipped to the manufacturing site for further evaluation. It could not be determined what caused the staples to misalign and fail to release. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The staple was jamming before use on patient but covered spread blood.

Event description:
The staple was jamming before use on patient but covered spread blood.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot# 73j1900168 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.